Event description:
Filter got stuck at hub junction. Filter not deployed. Entire system removed and replaced with another of same make to complete procedure successfully. No further complications reported.